Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported during a fem-fem bypass procedure, the surgeon cut the fusion bioline 8mm-60cm supp peripheral graft and observed that the graft was frayed. The graft was sewn with no issue. The hospital did not report any pt effects.